Event description:
It was reported that the programmer was received and taken out of the box and would not power up. The caller replaced the power cord with 2 other power cords and still will not power up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer will not power on; the rf (radio frequency) transceiver was found out of electrical specification. Analysis also found the system fan is noisy. (B)(4).